Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, the valve was noted to have one leaflet that was hardened and torn. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. The explanted valve has been returned for analysis; however, the evaluation is still in progress. A supplemental report will submitted once the evaluation is complete.

Event description:
Edwards received information that this bioprosthetic aortic valve, implanted approximately thirteen (13) years and three (3) months, was explanted due to aortic stenosis. The device was replaced with another edwards bioprosthetic aortic valve with no adverse patient effects reported as a result of the valve replacement. At explant, one leaflet was hardened and torn. The patient status was reported as ¿recovering¿ and discharged.

Manufacturer narrative:
The report of stenosis and a hardened and torn leaflet was confirmed. X-ray demonstrated heavy calcification on leaflet 1, minimal calcification on leaflet 3, and wireform intact. Leaflet 1 had three tears of approximately 3mm near commissure 1, 4mm near commissure 2, and 8mm on the cusp region. Calcification was observed at the tears. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. All three leaflets were observed to be thickened and swollen at the free margin near the commissures. The reported event was confirmed through the product evaluation. Calcification and thickened tissue caused the leaflets to become hardened and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although the root cause of the calcification cannot be conclusively determined, it has been determined that this event was likely impacted by the progression of the patient¿s underlying valvular disease pathology. There has been no allegation of a product deficiency. Edwards lifesciences will continue to monitor all reported events. No further actions required at this time.